Event description:
It was reported that "surgeon was inserting radius locking cap into screw tulip, one wing engaged the tulip head and the other wing did not. When applying additional force the locking cap separated into the lower saddle and the upper press fit cap."

Manufacturer narrative:
Complaint history analysis, manufacturing record review, visual inspection and risk assessment. Results: complaint history analysis. This is the fifth complaint of the saddle breaking off from the cap on the current design. Manufacturing record review. No deviations were noted. Visual inspection. The cap was confirmed disassembled in two parts. There was a scratch on the outer portion of the cap thread which implies an improper interaction between the cap and the tulip. Risk assessment. No adverse consequences were reported. Conclusion: from the scratch on the outer portion of the thread it appears that the cap was not fully seated when the surgeon applied torque to lock the cap. This created unexpected loads and moments in the locking cap which lead to the saddle separating intraoperatively.